Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a message appeared stating that the programming head could not be initialized. The plastic case of the programming head is broken. The programming head, dongle and tablet should be returned for analysis.

Manufacturer narrative:
Upon device reception, the reported behavior could not be reproduced. Preliminary analysis of the returned programming head showed that it was functioning well, but some damage was observed on the plastic part.

Event description:
Reportedly, a message appeared stating that the programming head could not be initialized. The plastic case of the programming head is broken. The programming head, dongle and tablet should be returned for analysis.

Event description:
Reportedly, a message appeared stating that the programming head could not be initialized. The plastic case of the programming head is broken. The programming head, dongle and tablet should be returned for analysis.

Manufacturer narrative:
B3 corrected. Please refer to the attached analysis report.